Event description:
It was reported that the insulin gauge was inaccurate and static. The customer stated she doesn't believe the pump really has the amount of insulin displayed on the pump. The pump displayed 13 units of insulin. Customer technical support educated caller that this can occur when there is a large variance in the measured pressures that are used to calculate the amount of insulin remaining in the cartridge and that once the amount of insulin remaining in the cartridge equals the static number displayed by the pump, the fill estimate will begin to count down as normal. Caller understood and acknowledged.